Event description:
Additional information received from the patient stated that the cause of not feeling stimulation was not determined. The rep shut off the unit and moved the lead. The rep turned the unit back on then moved the wires to a different lead to resolve the reported issue.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1qtr9 serial# implanted: (B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate. Other applicable components are: product ID: 3889-28, lot#: va1qtr9, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-apr-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported for about a month they were not really feeling any stimulation sensation. They stated the day prior the programmer antenna was not yet on their skin and they felt a jolt of electricity where the leads were and they couldn't get it to stop. They finally got it to stop. They then reported that the day of the report they were feeling a jolt between their legs. They were redirected to follow-up with their healthcare provider. No further complications were reported or anticipated.